Event description:
It was reported that the charger was not charging the ilet despite no visible damage, and a replacement charger was shipped. Investigation included troubleshooting by confirming the address and arranging replacement supplies for continued therapy. Investigation of this case revealed a suspected charger performance issue affecting power delivery to the device. Symptoms included no reported adverse health effects. Outcomes included no clinical impact or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was an electrical accessory malfunction of the charger.